Event description:
It was reported that impedance readings were greater than 10,000 ohms for combinations 0 through 7 and in the normal range for the combinations 8-15. Revision planned to address the issue. Additional info has been requested and if received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).